Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patient samples on three days. The initial results were released from the laboratory and the customer reported that two of the three patients had a change to treatment as they were admitted to the hospital. The customer could not identify which patients were involved in the two (2) confirmed adverse events; therefore, a medwatch report was created for each patient and date of event. This report addresses the result generated on (B)(6) 2015 for the first patient (designated as patient 1). The patient's sample was reanalyzed on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower, but still elevated result, outside the assay's normal reference range, was obtained. Mdr2122870-2015-00357 addresses the results obtained on (B)(6) 2015 for patient designated as patient 2. Mdr2122870-2015-00381 addresses the results obtained on (B)(6) 2015 for patient designated as patient 3. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The samples were collected in lithium heparin plasma tubes and were centrifuged for five (5) minutes at 4200 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
Pt weight: patient demographic of weight was not provided by the customer. A beckman coulter (bec) field service engineer (fse) was not dispatched. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause ot this event cannot be determined with the supplied information. All mdrs associated with this event: 2122870-2015-00356, 2122870-2015-00357, 2122870-2015-00381.